Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the cca with the enroute 0.014'' guidewire. An unplanned additional stent was placed to address the dissection and the procedure was completed with no further compilations.

Manufacturer narrative:
Complaint investigation is attached to this report. The description was updated to align with the gudid.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the cca with the enroute 0.014'' guidewire. An unplanned additional stent was placed to address the dissection and the procedure was completed with no further compilations.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the cca with the enroute 0.014'' guidewire. An unplanned additional stent was placed to address the dissection and the procedure was completed with no further compilations.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.